Event description:
It was reported during in clinic follow up that the right ventricular lead had delivered inappropriate shock due to oversensing noise. Imaging revealed that the lead had fractured. The lead was explanted and successfully replaced. There were no patient consequences.